Manufacturer narrative:
Section a4: patient weight to be requested. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning low voltage events on 12oct2024. The low battery hazard events that occurred appeared to have occurred while on battery power. The relative state of charge (rsoc) values recorded during the events were unusual. The data appeared to indicate that the patient switched to another pair of batteries shortly after these events. Additional information was provided that patient did recall that the shower bag failed to keep out water on couple of occasions. The patient was advised to take it out of use and would only do sponge baths moving forward.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed. The reported event of a no external power alarm was confirmed via the submitted log file. The system controller was not returned for analysis; however, a log file was submitted and data from the reported event date of 12oct2024 was reviewed. At 07:33:1 on 16sep2024 a no external power alarm activates due to a dual disconnection of the system controller power leads. The no external power alarm resolves at 07:37:1 when the black power lead is connected to the mobile power unit (mpu). Another no external power alarm due to a dual disconnect activates again at 08:15:1. The no external power alarm resolved when the black power lead is connected to the mpu. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the serial number of the system controller, if the system controller got wet, and if any products were exchanged or returning for analysis; however, no response was received. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records for the system controller were unable to be reviewed due to the serial number information not being provided. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the replace controller and yellow wrench advisory alarms, and no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 3, entitled "powering the system", describes how to properly switch between power sources, and states that one power lead should be connected to power at all times. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller, 14v battery and battery clips. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.